Event description:
In 2003, this pt was implanted with a gore excluder aaa endoprosthesis. Upon further investigation, a second procedure was performed in late 2007, whereby additional gore excluder aaa endoprostheses were implanted to treat endotension. There was a satisfactory result and the aneurysm was not patent. The pt tolerated the procedure well. In early 2008, gore received notification of pt death in late 2008. Further investigation is pending.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.